Manufacturer narrative:
Concomitant products: product ID: 97745, serial# unknown, product type: programmer, patient. Product ID: 97755, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that after charging the implantable neurostimulator (ins), the screen disappeared the moment the antenna was removed from the patient controller. After that, the device did not respond at all, even when the button or screen was pressed and it got frozen. The patient controller was charged, but there remained no response. The patient controller was then allowed to completely discharge, at which time the controller was charged again, the screen was displayed, and device operation was possible. It was noted however that the a in the group a/b that had been set disappeared. Programming/adjustment was not being performed at the time of the patient controller freezing issue. Additional information received on 2021-jun-11 noted that it was confirmed that the group a stimulus setting had disappeared from the stimulator device and that the stimulation was set again at the time of follow-up. It was noted that the lost group a was probably set before (B)(6) 2021; however, the exact date was unknown. The patients group b was moved to group a and they were using the setting as of (B)(6) 2021. It was unknown whether any external factors may have led or contributed to the issue. The patients physician observed the cause of the issue to be the product, noting that there was some kind of error. The patient controller and recharger telemetry module (rtm) were to be replaced in the future as a result of the event; the issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the intractable chronic pain patient was alive with no injury at the time of report. No complications were reported or anticipated.